Manufacturer narrative:
Device #1, proglide part # 12673-05, lot # 67086-6h, is being filed under medwatch MFR #2953144-2008-01788. Device #3, and 4, proglides part #12673-05, lot# 67086-6h are being filed under separate medwatch MFR numbers. The device was received. Investigation is not complete.

Event description:
Device malfunction: device #2 suture retrieval. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in training in the use of the proglide device attempted ateriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, when the plunger was removed from the device, no suture presented at the needle. The device was removed and a 2nd, 3rd and 4th proglide were attempted with the same results. A 5th proglide was successfully used to achieve hemostasis. There were no reported adverse patient effects.